Manufacturer narrative:
The pump was received with intermittent act and up button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted inside the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were not responding. Customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. Customer also mentioned a button error alarm. She was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.